Manufacturer narrative:
The field service engineer (fse) inspected the instrument and confirmed one of the tubing on the upper sheath restrictor coil had become disconnected, draining the sheath tank completely out. The tubing was replaced and the instrument operation verified post replacement. (B)(4).

Event description:
The customer reported an uncontained clenz leak which was seen between the coulter lh 780 hematology analyzer and the slidemaker, upon completion of a startup cycle. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were reported out of the lab.